Event description:
Constrained liner impactor broke when impacted with mallet. Piece of plastic broke away from the centre of the impactor near the screw in attachment. Used head pusher instead.

Manufacturer narrative:
When completed, the evaluation suymmary will be submitted in a supplemental report.